Event description:
A consumer reported immediately following cataract extraction and intraocular lens (iol) implant surgery she saw streaks of light that have now dissipated. She also reported following the implant surgery she cannot see well out of the eye and her vision is cloudy. This negatively affects her activities and daily life. Additional information was requested and received.

Manufacturer narrative:
Summary evaluation: the customer indicated the use of an approved cartridge. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. The healthcare professional indicated on the returned questionnaire that the event is related to a minor residual refractive error that glasses, contact lens or lasik would resolve. The surgeon further indicates that in her opinion the event is not related to the iol. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).